Event description:
Upon opening a packaged universa firm ureteral stent, the stent was cracked at the curl. This was discovered prior to use and a second ureteral kit was used. There was no harm to the patient.